Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) and a cartridge alarm 16 (delivery request fail) occurred. Reportedly, the customer filled the cartridge with 300 units. However, the customer acknowledged that the cartridge may have been overfilled. Blood glucose was 187 mg/dl. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.